Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Blood glucose level was 450 mg/dl. Auto mode feature was not activated at the time of incident. Insulin pump had received insulin flow blocked alerts. Customer did trouble shooting and the insulin exit during fill cannula. The insulin pump will not be returned for analysis.